Manufacturer narrative:
Device evaluated by MFR.: a watchman flx implant in a jar of formalin was returned for device analysis. Visual inspection revealed thrombosed tissue inside the implant. Product analysis could not confirm the reported events as clinical circumstances could not be replicated. Pathology was performed on the returned implant. The watchman flx pro closure device (implant) had been reported to have shifted, and this was the rationale for extraction. The device gross pathology revealed a large empty watchman interior lined by a smooth dull-white thin tissue layer: this morphology is consistent with a non-sealed device allowing antemortem blood flow into and out of the watchman interior. Localized thin laminar fibro-collagenous connective tissue often lines the walls of these empty chambers. Subacute thrombus immediately inferior to the central hub is also consistent with internal blood flow. The pathology report found the healing to be consistent with a non-sealed device.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient was discharged. At the 45-day routine follow up exam, it was found that the device had shifted. The physician explanted the closure device via femoral venous access using a non-bsc grasping device, a retrieval device and a 22 fr. Sheath. A new 31mm watchman flx pro laa closure device was implanted in the laa the same day. It was noted that the septum was left with a large hole after extraction. A patent foramen ovale closure device was used to close the residual hole on the septum. The patient was discharged home.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx pro laa closure device was implanted on (B)(6) 2024. The patient was discharged. At the 45-day routine follow up exam, it was found that the device had shifted. The physician explanted the closure device via femoral venous access using a non-bsc grasping device, a retrieval device and a 22 fr. Sheath. A new 31mm watchman flx pro laa closure device was implanted in the laa the same day. It was noted that the septum was left with a large hole after extraction. A patent foramen ovale closure device was used to close the residual hole on the septum. The patient was discharged home.